Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-09209. Follow up revealed that it was discovered that the patient's fractured lead was tangled with the second lead. As a result, both of the patient's leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing overstimulation and not receiving adequate therapy, due to high impedance found on his s1 drg lead. In turn, x-ray imaging was performed and showed that the s1 lead was fractured. As a result, the patient may undergo surgical intervention at a later date.